Event description:
Caller reported a malfunction on the pump, displaying a malfunction code identified as malf 9. There was no adverse impact to the customer's blood glucose level, as it did not exceed the critical threshold of 500 mg/dl. Technical support assisted the caller in resetting the pump, and after the reset, the malfunction code did not recur. Customer was advised to continue using the pump and to contact support again if the issue reappears.